Manufacturer narrative:
(B)(4): info is unavailable; device was not returned for evaluation.

Event description:
It was reported that post implant of a realize adjustable band, when the band was removed a hole in the band. The band was replaced with the same type of band. There was no reported pt consequence.